Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a valve malfunction. The reported complaint is confirmed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out). As a result, the balloon would not remain inflated. A replacement kit was used to complete the procedure. The hospital did not report any pt effect. This report is for the second device.